Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Product review of the device by flextronics on 21 april 2020 revealed the cutter was damaged, the roller was discolored, the unit was out of calibration, and the device needed the sideplates updated. Repair of the device was performed by flextronics on 24 april 2020 which included replacement of the cutter, roller, and side plates. The device, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event can be confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted. Report source - foreign - (B)(6).

Event description:
It was reported that the cutting roller defective and no longer properly locked, which was observed during instrument check, prior to surgery. No further information available. Device will be shipped to flextronics for repair. The direct translation (per google) of the per is: cutting rolls do not defect more properly, do not work properly